Event description:
Device report from synthes reports an event in (B)(6) as follows: during insertion of a tibial nail advanced the driving cap component (03.043.028) broke - upon regular malletting of the driving cap, the small pin worked its way out of the collar and fell out of the instrument, causing the spring loaded collar to dismantle. The pin was replaced but upon further malletting it quickly came out again. Unk - nails: tibial(part# unknown, lot# unknown, quantity# unknown). This complaint involves one(1) device driving cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: a photo of the alleged device was received and evaluated. Visual analysis of the photo revealed that the driving cap (product code: 03.043.028) was broken from the spring. The spring is unattached from one of the sides. No other issues were found on the device as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for driving cap (product code: 03.043.028). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.